Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lung lobectomy, firing was attempted to be performed and the handle was squeezed, but device did not fire. It was considered that pre-fire occurred. Another device was used to complete the case.